Manufacturer narrative:
Evaluation of the returned device revealed that the device was fractured at the shaft-to-handle connection. This observation confirmed the event description most likely occurred due to excessive forces applied during retrieval. The mesh was deployed inside a severely calcified lesion. Tthis might be the reason that the initial resistance was felt. The resistance and the excessive forces applied as a result might have caused the disconnection between the cable and the connector and ultimately to the core wire tear. The technical investigation of the returned subject device demonstrated that it was properly assembled and manufactured. In addition, lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received for this lot.

Event description:
Patient was diagnosed with severe calcified lesion in the left carotid and the physician was unable to pass the lesion with his sheath to treat a more distal stroke. Aspiration with a zoom catheter was tried first. When aspiration failed, the decision was made to cross the lesion with a velocity microcatheter and tigertriever 21. Tiger was successfully expanded. When it was time to pull the device out, the physician experienced resistance and fully collapsed the device. There was still resistance in the system and the device broke off at the proximal connection between the hypotube shaft and the mesh. The physician was able to aspirate the stent into the sheath using a 60cc syringe and no harm was done to the patient and no part of the stent was left in the patient.